Event description:
It was reported during follow up, possible output circuit damage was observed. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported output anomaly was confirmed in the laboratory. Analysis found an arc mark on the ICD can. Further evaluation of the arc mark identified the presence of lead material. The high voltage output circuitry was damaged. The cause of the output anomaly was found to be due to a lead anomaly.